Event description:
The ventilator was connected to a patient. The customer reports that when the nurse leaned against the ventilator, the ventilator alarmed an unknown alarm and failed to cycle. There was no patient injury.